Event description:
While examining the pt support assembly, a large fracture which extended almost the complete width of the inner longitudinal carrier, was noticed. Slight pressure was then applied to the one end of the carrier; immediately the carrier broke in two. This break was located at the position of the guide wheels. This occurrence took place after treatment hours so there was no pt on the psa. No one was injured.